Event description:
A 3.0mm diameter by 18mm length s670 over-the-wire stent delivery system was inserted to treat a 90% stenosis in the left anterior descending coronary artery. The lesion was not pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent to cross the target lesion, therefore, it was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled back into the guide catheter, causing the stent to dislodge from the stent delivery balloon. The physician did not follow the instructions for removal of an undeployed stent since the device was pulled into the guide catheter while it was engaged in the coronary artery. The target lesion was treated with balloon angioplasty. The pt was then sent to surgery for the removal of the undeployment stent. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event.